Manufacturer narrative:
H6. Bd had not received samples or photos for investigation. Therefore, 60 retention samples from bd inventory were visually inspected with no issues identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. The IFU (instructions for use) does not provide for any specific yield claims, rather a percent recovery of the patient's whole blood cell count. Yields depend on the patient, the quality of the specimen, and the method used for isolation. This complaint is unable to be confirmed for low yield. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® cpt¿ nc: 1.0ml ficoll¿: 2.0ml there was poor barrier separation. This event affected 6 tubes. The following information was provided by the initial reporter. The customer stated: "there was for isolation of pbmc from fresh blood today and ended up with an unexpectedly low yield. We processed 6 tubes separately and pooled the pbmcs isolated from these tubes finally in 10 ml of pbs. We were left with 15 x e06 pbmc from 48 ml input blood (measured with countess 3fl, trypan blue), which is the same as 0.3 x e06/ml input blood. This is in stark contrast to what one can expect from yield according to the cpt protocol and scientific publications, which is 1.5 to 2 x e06 pbmc per ml of input blood."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® cpt¿ nc: 1.0ml ficoll¿: 2.0ml there was poor barrier separation. This event affected 6 tubes. The following information was provided by the initial reporter. The customer stated: "there was for isolation of pbmc from fresh blood today and ended up with an unexpectedly low yield. We processed 6 tubes separately and pooled the pbmcs isolated from these tubes finally in 10 ml of pbs. We were left with 15 x e06 pbmc from 48 ml input blood (measured with countess 3fl, trypan blue), which is the same as 0.3 x e06/ml input blood. This is in stark contrast to what one can expect from yield according to the cpt protocol and scientific publications, which is 1.5 to 2 x e06 pbmc per ml of input blood."